Event description:
The remote report sent on (B)(6) 2014 was not shown in the transmission list. Also, an explanation was requested as for why two remote reports were sent with only 1 day interval.

Event description:
The remote report sent on (B)(6) 2014 was not shown in the transmission list. Also, an explanation was requested as for why two remote reports were sent with only 1 day interval.